Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use in the iliac, leakage was observed at the proximal part, between the purple sheath and the black one. There was no resistance upon advancement of the device. There was no patient consequence and the device was removed from the patient. Another unit was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Corrective and preventive action has been implemented per site operating procedures. This product was built prior to the corrections being implemented. The performance of these devices will continue to be monitored.